Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a precharge voltage error and the system would not boot up. There was no report of patient injury or death.